Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient did not describe a burning sensation when she met with the manufacturer representative. She described the sensation about the battery as uncomfortable. The cause was not determined. The patient noted being able to catch the battery on furniture if she sat down the wrong way. The health care professional has no further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient fell about a month ago and she felt the battery moving within the pocket. Specifically, she feels that it is sticking straight out when she sits down. She describes a burning sensation within the pocket when the device is on. She denies feeling any physical warmth at the site. She has no changed or used the ins in at least a month. There were no known or reported factors that may have contributed to this. The rep has been unable to perform any troubleshooting, but the patient has an upcoming appointment that the rep will be attending. The issue has not been resolved at this time.